Event description:
Elective l thr in 1979 for osteoarthritis 2 degree hip dysplasia. Dramatic increase in groin pain, particularly with weight-bearing within past yr.surgical findings: loose acetabular component, well-fixed femoral component. Acetabular component is all polyethylene.